Event description:
It was reported by the patient on maude event report (B)(4) that during a novasure endometrial ablation on (B)(6) 2014, the electrode array could not be fully deployed "due to the pt's uterine anatomy". The novasure procedure was aborted. The physician then performed resectoscopy and visualized a "perforation at the corneal area on the right side with omentum visible". A laparatomy was completed which found blood in the pelvic cavity and a perforation in the fundus about 6-7cm. There was also small bleeding points in the sigmoid colon". The bleeding in the colon was cauterized and the physician performed hysterectomy. The patient was discharged home (exact date unk). Dilatation (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial # of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot # of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot # was not provided by the complainant. (B)(4).